Event description:
It was reported that the patient presented in clinic after receiving an alert for high impedance on the right ventricular lead. The lead also exhibited an increase in capture threshold and a decrease in r-wave amplitudes. The lead was known to have externalized conductors, but based on the review of diagnostics imaging the conductors do not appear to be externalized. Lead was capped and was not replaced, as the decision was made that the patient no longer needed an ICD system. There were no clinical problems for the patient.

Manufacturer narrative:
(B)(4).